Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: due to moisture contamination and battery compartment cracks, the pump intermittently powered on with the returned battery cap. The battery cap was unable to fully tighten. Battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. Pump reboot events were observed in the black box on 10/7/2014. A leak test showed that there was a leak at a battery compartment crack. There was evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.